Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-9233 broach broke. This was discovered during a case and broke inside the joint space. Per facility: "the broach for pegged glenoid (ar-9233) was compromised. The broach was placed into the central and superior holes on the glenoid. The back of the device was struck using a mallet in the standard fashion. After the first blow, the back of the broach broke off. The punch, pegged device was used to finish the inferior holes. There was not an unplanned incision. There is no second surgery needed. The device will be returned for evaluation. This is not a single use device."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.